Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(4) 2018 with blood glucose of over 600 mg/dl. Customer's other blood glucose value: 321 mg/dl, 345 mg/dl and 166 mg/dl. The customer passed out due to high blood glucose values. The customer was treated with manual injection. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.